Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a dilatation of the papilla performed (B)(6), 2010 on a patient over the age of (B)(6). According to the complainant, the balloon burst at 6 atms of pressure, the balloon has a maximum pressure rating of 11 atms. It was noted by the complainant that a little bleeding occurred. Additional information received confirmed there was no perforation noticed in the area of the dilatation. The procedure was completed with another hurricane rx dilatation balloon. There were no serious injuries reported as a result of this event. It was confirmed that no additional treatment was needed as a result of the bleeding. The patient's condition at the conclusion of the procedure was reported as settled.

Manufacturer narrative:
It was confirmed by the complainant that no pieces of the balloon detached inside the patient. Investigation results: a DHR review was done for lot 13201002 (sub assembly lot 13185624) and confirmed that this device met all material, assembly and performance specifications. A review of the complaints database for lot 13201002 revealed there were no previous complaints reported for this lot and there are no adverse trends for this defect type. A visual examination of the returned complaint device confirmed the device was from lot 13201002 (sub assembly lot 13185624). Observation of the returned device found a longitudinal tear on the balloon portion of the device. There was no damage noted on the catheter of the device. The condition of the returned device is consistent with the reported event that the balloon burst. The most probable root cause was determined to be operational context.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a dilatation of the papilla performed (B)(6), 2010 on (B)(6). According to the complainant, the balloon burst at 6 atms of pressure, the balloon has a maximum pressure rating of 11 atms. It was noted by the complainant that a little bleeding occurred. Additional information received confirmed there was no perforation noticed in the area of the dilatation. The procedure was completed with another hurricane rx dilatation balloon. There were no serious injuries reported as a result of this event. It was confirmed that no additional treatment was needed as a result of the bleeding. The patient's condition at the conclusion of the procedure was reported as settled.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.